Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device did not identify any issues. A functional evaluation of the device did not reveal any malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (fatigue from repeated bending of the cord during extended use and crushing or shear force induced on the cord inconsistent with normal use). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up, the oscillate button of the dyonics footswitch was constantly going when plugged in. There was a smith and nephew back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.